Event description:
Reporter indicated that the pt continues to experience the same amount of seizures, if not more, with the vns therapy. Use of the magnet does not affect the pt's seizures. The pt's family member reported that treating neurologist is aware of the situation and has indicated to the pt's family that it will take time for the vns therapy to be effective in controlling the pt's seizures. Investigation to date has been unable to determine whether the pt had experienced an increase in seizure activity above pre-vns baseline frequency or whether the vns therapy is a contributing factor to the reported event.